Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 28 (mg/dl). The customer stated the low bg level might have been due to the customer drinking alcohol. The customer consumed milk and maple syrup before calling 911. When emergency medical technicians (emt) arrived the customer was treated with glucose intravenously. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User stacked bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed with a 21.825 fill tubing process. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. The investigation has been completed. Based on the analysis, the alleged low blood glucose level could not be evaluated due to usb pin damage.